Manufacturer narrative:
The e601 module serial number was (B)(6).

Event description:
The initial reporter complained of discrepant low results for 1 patient sample tested for elecsys hcg+b (hcg + b) on a cobas e 601 module. The initial result was <1 iu/l. The repeat result was 0.189 iu/l. This result was reported outside of the laboratory where it was questioned as the patient had an ultrasound and was confirmed to be 8 weeks pregnant. On (B)(6) 2024 the sample was repeated with a result of >10000 iu/l with a data flag. The repeat result with a 1:100 dilution was 35741 iu/l. On (B)(6) 2024 a new sample was obtained and the result from a different e601 module was 67673 iu/l.

Manufacturer narrative:
Calibration and qc were acceptable. An "abnormal probe sucking" alarm was observed on the alarm trace data which may indicate a sample quality issue. Based on the limited information provided, the cause of the event could not be determined. The investigation did not identify a product problem.